Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted and therefore not explanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a scratch was noticed on the za9003 tecnis monofocal iol (intraocular lens) upon opening the lens case. Reportedly, the procedure was completed successfully by implanting a back-up lens. No patient injury was reported. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 11/19/2018 . Device returned to manufacturer: yes. Device evaluation: the returned sample was received. The product was received in its original lens case and box kept in a re-sealable plastic bag. The product was inspected using 12x magnification and shows residue, most probably a ovd (ophthalmic viscosurgical device). Minor scratches were observed on the surface of the optic. The optic also shows serrated edges. Cosmetic damage was confirmed; however, how and when the scratches were introduced could not be determined. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints have been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.